Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected scrolling, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that the enter and back buttons were ramping up or down. Customer stated that sometimes scroll bar moving up or down with no input from the user. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.